Manufacturer narrative:
The investigation for the reported vascular damage has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vascular damage could not be determined. Added h6 component code 925 corrections to the initial MFR report: added d6a/d6b. F6/f8 should have been left blank.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿

Event description:
The user facility reported a 69-year-old male noted for high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During the impella removal, it was noted there was no initial bleed back from the sheath removal. The left femoral artery (lfa) had been pre-closed prior to impella insertion. Post sheath removal, an angiogram of the left femoral artery was performed. It was noted that there was some vessel dissection of lfa and one covered stent was placed successfully without issue. The physician believes the issue was due to poor vessel anatomy of patient.